Event description:
During pvi ablation and upon insertion of rfn into abbott's swartz slo during brk, a strong resistance was felt, and upon removal, it was slightly bent on proximal side from the needle tip, making it impossible to insert it into sheath. A new needle was used, inserted in a separate sheath, and brk was performed but after that a kink occurred, although there was no problem inserting an ablation catheter or other device into the sheath, a defective needle was reported. (Note: sheath was kinked after second needle insertion, for clarification). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).